Event description:
My mother had an exactech, optetrak knee implant on (B)(6) 2009 that was defective. She had revision surgery on (B)(6) 2014 due to the patello tracking-lateral release. Her 2014 knee implant was an exactech. Optetrak knee implant (#200-02-32). That revision surgery was defective, too (loosening of the patella). Her surgeries were done in (B)(6). She needed a record revision surgery but died prior to her surgery. She suffered from knee swelling, extreme pain, mobility issues, implant loosening, and instability problems. This knee implant should be recalled due to loosening of the patella.